Event description:
As reported, during the treatment of an in-stent restenosis in the rca, a kissing technique was used with 2 maverick balloon catheters and 2 floppy choice pt wires, then a cutting balloon ultra 2 dilatation was used. The cutting balloon burst and eventually, the physician implanted a stent. There has been no pt deterioration in health reported.